Event description:
Patient was undergoing a bariatric procedure and upon completion of the procedure, the team prepared to transfer the patient from the operating room table to the bed. The patient's leg slid off the side of the skytron 6702 hercules split-leg table due to a malfunction in the table controls, causing the team to have to slowly lower the patient to the floor in order to prevent injury. FDA safety report ID # (B)(4).